Event description:
It was reported that the loudspeaker is defective; the sound weakens then the sound cuts off. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that "the speaker is defective, the sound weakens and cuts out". The rse determined that the {453564238621, ms_x2 assy cbl x2/mp2 speaker assembly} needed to be replaced. A nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. The cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. E1 reporting institution phone# (B)(6).